Manufacturer narrative:
One opened injector handpiece was received for the report of scratches on the implant. The returned sample was visually inspected and found to be non-conforming with nicks with pushed metal at the tip of the plunger and pushed metal on the inside mouth area. A dimensional plunger height position check was performed and found to be conforming. Finally, a functional thread engagement and plunger movement test was performed and found to be conforming. Photos of the lens are attached to the parent file and have been reviewed by the investigation site.. Marks can be seen on the lens in both photos. The exact details of the marks cannot be determined from the photos a review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation indicates that the plunger tip was damaged, with nicks and pushed metal, which could contribute to scratches on the lens. This injector has been in service for approximately one and a half years and the instructions for use indicates that the handpiece is to be inspected prior to use for damage. Therefore the root cause of the reported event is user error as the device should have been inspected and should not have been used if it was damaged. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Information was provided by the surgeon, and it was further clarified. That the injector had issues. The damage in the nozzle may, indicate a handpiece issue.

Event description:
A surgeon reported during the intraocular lens implantation scratches were noticed on the lens. The scratches were not in the visual axis, hence the lens was not explanted. It was reported that before any intervention decisions are taken the surgeon would like to look at the post operative refractive results. The lens was inspected visually before the surgery and were properly folded for less than three minutes as per the instructions. The surgeon does not think that the scratch on the lens was due to bad positioning in the cartridge. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).